Event description:
Journal reference: vidailhet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007-6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving 22 patients being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to assess the long term effect of pallidal stimulation. A number of complications were included in the results. During the study, one patient visited the hospital for transient depression. No treatment information was provided.

Manufacturer narrative:
Journal reference: vidailhet et al. "Bilateral pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229.